Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the cable was flooded, twisted, and scratched; the switch was found with scratches; and the scope mount was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the high definition autoclavable camera head had bad image quality. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the image was poor due to a failed circuit board component. This report is intended to capture the reportable malfunction of the poor image noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the lack of image was caused by fluid entering the device. Olympus will continue to monitor field performance for this device.